Event description:
An account coordinator (ac) contacted zoll customer support while assisting (B)(6) male pt to report constant check te pad and adjust belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (check te pad / adjust belt messages) has been confirmed. Upon eval, there was an intermittent black (main-batt) and white (drvn-gnd) wire inside the electrode belt trunk cable. The cause of the check te pad and adjust belt messages is the intermittent wires. The root cause of the intermittent wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.